Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to contact the outpatient clinic and patient to acquire additional information related to the reported event; however, no additional information concerning the nature of the patient¿s peritonitis, cause of infection, treatment course and current disposition were obtained. Upon review of the information in the follow up, the pdrn stated the patient had peritonitis but had not yet seen the patient. There was no indication from the pdrn this event was caused or contributed by a malfunction or deficiency of any fresenius product(s) or device(s) at the time of the follow up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse event of peritonitis as there was no confirmation of whether this event occurred during pd therapy or otherwise. Regardless, it is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there is no confirmation of the root cause from a medical professional, patient or patient contact. In the absence of a confirmed root cause of the patient¿s peritonitis, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
During a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to contact the outpatient clinic and patient to acquire additional information related to the reported event; however, no additional information concerning the nature of the patient¿s peritonitis, cause of infection, treatment course and current disposition were obtained. Upon review of the information in the follow up, the pdrn stated the patient had peritonitis but had not yet seen the patient. There was no indication from the pdrn this event was caused or contributed by a malfunction or deficiency of any fresenius product(s) or device(s) at the time of the follow up.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.